Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient was notified of high pacing impedance on the right ventricular lead on (B)(6) 2021. This was addressed in a procedure on (B)(6) 2021 where the lead was capped and replaced. Post-procedure the patient was stable.